Event description:
Per operative report: an echocardiogram and tee revealed severe perivalvular leak. The valve was inspected. At reoperation, a moderate amount of perivalvular leak due to non-adhesion and non-growth of tissue in the posterior aspect of the valve was observed. The valve was replaced with sjm 29mj-501.